Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the c-34 error and replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi has received the generator; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the erbe generator had a c-34 error. The monopolar energy was not working. Prior to calling intuitive surgical, inc. (Isi) technical support engineer (tse), the customer rebooted the generator twice and replaced the energy cable and instrument, but the problem persisted. To finish the surgery, the customer decided to use a third-party generator. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: during the operation, an intuitive employee was on site and checked the generator and the system.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed. The reported failure was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. The unit has no significant scratches or dents. The front bezel is not cracked. Upon visual inspection, the unit is in good condition.

Event description:
Refer to h10/h11 for follow-up information.